Manufacturer narrative:
The coil has not been returned for evaluation; product analysis could not be performed. The device was not returned; the reported event could not be confirmed and an event cause could not be conclusively determined from the provided information. Mdrs related to this event: 2029214-2019-00245, 2029214-2019-00246. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the physician could not detach the implant coil with the instant detacher after the coil was inserted into the aneurysm. Another instant detacher (with different lot) was used and the implant coil still could not be detached. There was also an attempt to detach the coil using the manual method (breaking of the hypotube, an alternative detachment method presented in the instructions for use) but the coil still did not detach. In the end, prime coils were used and they were able to be successfully detached. No patient injury was reported as a result of the event. The patient was undergoing embolization treatment of cerebral aneurysm measuring 24mm. The patient¿s vasculature was medium in tortuosity. Ancillary devices: prime coils.